Event description:
It was reported the 511sl and 355sl were used during a laparoscopic cholecystectomy. It was reported the devices are from the ftr72 kit. The devices leaked during the procedure. It is a slow leak while they were working through the devices. This happened with (2) 511sl and (2) 355sl. The surgeon stuck in another 10/11 trocar so there was enough insufflation to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Device b:endopath trocar sleeve-based upon inquiry information received, visual examination and functional test, no conclusion could be reached as to how the reported event occurred. Sleeve b was tested and found to function properly. No other anomalies could be identified during testing.